Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case involving the t11-l2 region, an imaging system allegedly exhibited inaccuracy. The procedure was initially performed with an imaging system spin, followed by a mas (multi-axial screw) incision and the placement of a spinous process clamp was put higher up. However, the accuracy appeared to be compromised, prompting another spin, which also proved inaccurate. Consequently, the surgery was aborted, resulting in a delay of over one hour. The surgery was later rescheduled and completed without any issues with the navigation system. It was noted that the probable cause of the inaccuracy was believed to be user error. There was no reported impact to patient's outcome.

Manufacturer narrative:
H3) the software team reviewed the logs and archives. Logs captured that the site did 4 imaging system auto registration spins on the date of the issue reported, but did not provide the root cause of the issue. The archives has 6 imaging system scans with 192 slices each. As per the probable cause details provided in case, suspecting the user error or frame movement might have caused the reported in-accuracy. However, there was insufficient information to determine the root cause of reported behavior. Software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.